Event description:
It was reported the patient presented to the clinic with pocket pain. The interrogation showed the ventricular lead had high thresholds. During the lead revision it was noted the atrial lead had an insulation breach. Both leads were capped and a the system replaced on the patient's opposite side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient presented to the clinic with pocket pain. The interrogation showed the ventricular lead had high thresholds. During the lead revision it was noted the atrial lead had an insulation breach. Both leads were partially explanted and capped, and the system replaced on the patient's opposite side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.